Event description:
The handle kept getting stuck while trying to take off shavers and trials. There were no consequences to the patient and the surgery was not delayed.

Manufacturer narrative:
Method: device history review; visual inspection; functional inspection; complaint history review; risk assessment results: the plausible root cause of the reported event based on materials analysis is user related. Specifically, applying excessive force to the t-handle. Also, due to the age of the device normal wear may have contributed to device fracture as well. The t-handle should be regularly lubricated to prevent application of excessive force when attaching/detaching trials. Conclusion: the plausible root cause is user related, specifically applying excessive force. In addition, normal wear of the instrument may have contributed to this event.